Manufacturer narrative:
Date of event was reported in multiple time lines: uti = "probably" last friday ((B)(6) 2018); communication issue = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the family member was concerned/thought that the implantable neurostimulator (ins) was not working as the patient ended up with a really bad uti which was noticed ¿probably¿ last friday. It was noted that the patient was in the hospital to investigate the cause of the uti. The family member stated that the staff at the hospital did not know much about the stimulator. Resources for the healthcare professionals (hcp) were reviewed with the family member. The family member reported that they were trying to use the programmer to connect to the ins but got an informational screen (they could not recall the exact screen but didn't think it had a question mark on the screen). They stated that they thought it was probably something they were doing wrong and probably not an issue with the programmer. Troubleshooting could not be performed at the time as the family member was not with the patient at the time of report. Common programmer issues were reviewed with the reporter. Additional information was received from consumer that they were unable to interrogate the ins with programmer to see if was still working. It was noted that the family had not tried to interrogate the ins in some time and that the patient was not in a state to do it themselves. They requested a manufacturer¿s representative be contacted for assistance. There were no further complications reported or anticipated. (See general text for non-complaint information rule out and omitted information)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating that the implanted device is working. The battery was checked and it is working. No further complications were reported or anticipated.